Event description:
This follow-up MDR is created to document the additional event information received for record # 544606. According to the available information the date of the inflatable penile prosthesis was implanted on (B)(6)2018 and removed on (B)(6)2019 due to infection. Additional information received indicated no culture results were available. No patient injury was reported.

Manufacturer narrative:
A titan one touch release pump, two cylinders, and reservoir were received for evaluation. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, an infection was reported. The device was not replaced.